Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device had failed temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the motor device, it was determined that the device had a damaged flex circuit, an air leak. It was noted that the hose was cracked, and the cable was damaged by the motor, application improperly. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, no short circuit between sensor gnd and connector body, no short circuit between 5v dc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.